Event description:
On november 6, 2006 the lay user/patient contacted lifescan alleging that a missing segments display issue with his one touch ultra meter. The medical affairs specialist contacted the patient on november 9, 2006 to obtain/verify the following information. The patient stated that the display issue had been occurring off and on for the last 2-4 weeks and was able to obtain his last successful meter reading on november 2, 2006. The patient stopped testing on his meter, since his last successful meter reading due to the display issue. Three days later on november 5, 2006 around 9:30 pm, the patient had an "insulin shock" and ended up getting a glucagon injection from his wife. Earlier the same day, the patient ate his dinner around 6:30pm and took around 3-4 units of humalog u100 based on his carbohydrates. He stated that he usually would not take any insulin if his blood glucose levels were under 70 mg/dl. This complaint is being reported, because the patient was unable to test on his meter for approximately three days and ended up in an "insulin shock." The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.